Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, legal manufacturer's final investigation and the hygiene microbiological investigation report. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. One (1) colony forming units (cfus) of an unidentified microorganism was found. The results obtained comply with the target level for an endoscope. The device was evaluated where no abnormalities were found though there were several technical defects such as distal end cap failure, unacceptable switch condition, and failure of the suction function. These defects were not considered severe enough to cause a potential adverse event and are likely due to wear and tear damage from use over an extended period of time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the event was unlikely related to the device: ·coagulase negative staphylococci was detected from the channel in culture testing by the user after reprocessing. When olympus culture tested after reprocessing in accordance with instructions for use, the same type of microorganism was not confirmed. ·nonconformity which related to cause of the suggested event was not confirmed from the subject device. This information is addressed in the instructions for use (IFU): "reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. " attempts were performed to obtain the cleaning, disinfection, and sterilization checklist from the customer but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for five (5) colony forming units (cfus) of coagulase-negative staphylococci during reprocessing, before patient use. The device was reprocessed according to the manufacturer's instructions. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device has been received and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.